Manufacturer narrative:
Implanted: unk, explanted: unk. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis of neurostimulator model # 3058 (B)(4) showed no anomaly found. Final device analysis of unknown wrench accessory showed no anomaly found.

Event description:
It was reported there were "problems with the lead connection" during and implant procedure. Another battery was used successfully. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.